Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Images were sent to gore for analysis. Further information will be provided.

Event description:
On (B)(6) 2011, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The treatment length for the main body from the left lower renal artery to the right hypogastric artery was 190mm; the contralateral side length was more than 190mm. It was reported to gore that the common iliac arteries had excessive tortuosity and calcification. The devices were implanted without any problems. A completion computed tomography angiography reveled that both internal iliac arteries occluded. The physician tried ballooning procedure to move devices up without success. The left femoral-left internal iliac artery by-pass was performed. The patient tolerated the procedure.